Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 27 mmol/l to 28 mmol/l. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it did not passed and also performed displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.